Event description:
Per independent repair statement, unit will not start. The key failure is the pcb assembly short circuited. Additional malfunctions are the inlet filter is dirty, the manifold assembly is stuck, and the zip ties and hose clamp were replaced.